Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude, undersensing and loss of capture on the right ventricular channel and oversensing on the right atrial channel. Further evaluation of the system and troubleshooting steps were discussed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude, undersensing and loss of capture on the right ventricular channel and oversensing on the right atrial channel. Further evaluation of the system and troubleshooting steps were discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that x-rays were performed with no conclusive results. Reprograming of the device was performed.